Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was not moving well through the introducer. Upon removal of the rv lead from the introducer a ¿wrinkle¿ was seen in the lead insulation. The rv lead was not used and a different rv lead was implanted in its place. No patient complications have been reported as a result of this event.